Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported difficulty removing the device from the anatomy and the separation appear to be related to operational context; however, a conclusive cause for the reported difficulty removing the device from the introducer sheath could not be determined. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left anterior descending artery (lad). A 2.00x8mm rx mini trek balloon dilatation catheter (bdc) was successfully used for pre-dilatation and inflated to 12 atmospheres. After the bdc was deflated, during removal resistance was met with the anatomy and the balloon separated from the shaft and was trapped inside the introducer sheath. The sheath along with the separated balloon were simply removed and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.